Event description:
The customer reported, "software is not working. Not booting up." There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit needs to be installed. The customer canceled the service call.